Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
It was reported despite changing programming heads, the programmer has on / off issues detecting devices. The programmer was returned to check the connection port on the programmer. The radiofrequency (rf) head was also returned. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device was unable to interrogate. Uplink functional tests were out of specification due to the cable being out of electrical specification. It was also noted that the case was out of specification, there was a small crack in the upper case lens and the label backing was missing. Product ID 2090w programmer.